Event description:
Home patient (hp) reported leak in cassette of homechoice set used for apd therapy. Hp noted leak in prime, prior to connection. He discontinued treatment and set up new supplies. Per hp, no injury resulted and no medical intervention required.